Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that in one instance they took the reservoir out and pushed insulin through and one instance insulin would not go through. The customer was offered to transfer in help line but declined stated that they will call back when its happening . No other issues to reported. The customer was advised of upcoming follow up call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.